Event description:
As reported, the guide wire of a 7f exoseal vascular closure device (vcd) was completely stuck, preventing proper positioning. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the guide wire of a 7f exoseal vascular closure device (vcd) was completely stuck, preventing proper positioning. There was no reported patient injury. The exoseal vcd was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible device or package damage was observed prior to use. A cordis 8f sheath was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel stenosis greater than 50%, prior closure device use within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site; mild vessel tortuosity was noted. Hemostasis was achieved by manual compression after device failure. The indicator wire showed no visible damage prior to use, the indicator window was facing up during retraction and showed no changes, and no damage to the indicator wire loop was observed upon device removal. The non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. An 8f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An indicator wire deployment test simulation could not performed due the device being received already deployed. Additionally, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since there were no anomalies noted to the loop. Functional analysis achieved proper wire retraction. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling.the exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the guide wire of a 7f exoseal vascular closure device (vcd) was completely stuck, preventing proper positioning. There was no reported patient injury. The exoseal vcd was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. No visible device or package damage was observed prior to use. A cordis 8f sheath was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel stenosis greater than 50%, prior closure device use within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site; mild vessel tortuosity was noted. Hemostasis was achieved by manual compression after device failure. The indicator wire showed no visible damage prior to use, the indicator window was facing up during retraction and showed no changes, and no damage to the indicator wire loop was observed upon device removal. The device is being returned for evaluation.